Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused damaged lungs. The patient did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged damaged lungs issue related to a CPAP device. The patient did not report to receive any medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. An unknown contaminate was observed inside the top and bottom enclosures, inside the ui and rear panels. A white powder substance was observed inside the blower box upper cap, blower, blower box, and blower outlet seal. A hairlike substance was observed inside the bottom enclosure. Liquid ingress was observed on the blower and blower box. A contaminate consistent with keratin was observed on the blower box. The device's downloaded event log was reviewed by the manufacturer and no error codes are found. The manufacturer concludes that they observed dust/dirt contamination in the airpath and observed no evidence of degraded sound abatement foam, keratin-like substance, liquid ingress was observed likely from an external source, unable to address the patient's symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.